Manufacturer narrative:
Based on the results of the investigation, and since the initial device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Additionally, the investigation confirmed a burnt plastic distal end cover; however, the root cause of the event could not be definitively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image of the gastrointestinal videoscope skips and flickers. The issue was found during an unspecified procedure. There were no reports of patient harm.